Event description:
The customer contacted beckman coulter inc. (Bec) to report erratic t bhcg positive results on one patient's sample generated by the access 2 immunoassay analyzer, which was submitted out of the laboratory. All of the results were positive, however upon repeat testing on the same instrument, higher results in different clinical category (~13,000 and 14351.5miu/ml) were obtained; however the customer is not sure which set of results were reported. No report of death, injury, or change to patient treatment was reported in connection with this event. Customer provided one set of data only due to time constrain/work load at their end which is provided. On (B)(6) 2011, a bec field service engineer (fse) replaced pipettor gantry assembly and performed system check which passed. Although hardware issues were addressed, no definitive root cause could be determined for this event.

Manufacturer narrative:
The serum sample was centrifuged at 3000 rpm for three minutes and the customer used an aliquot of the sample for analysis. On (B)(6) 2011, system check was performed and passed within specifications.